Manufacturer narrative:
Updated fields: b4, g4, g7, e2, e3, h2, h10, h11. Corrected fields: a1, a3 (to be left blank), b5, d1, d11, e1 (event site email), h3, h6 (type of investigation, health effect - impact codes). Testing of actual/suspected device (10/3233): a getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit but was unable to duplicate the customer's reported issue. Unrelated to the reported issue, upon restart of the iabp unit, the fse observed error codes #54 & 45 generated. The fse ordered the necessary parts and returned to the customer's site at a later date to complete repairs. The unrelated issue has been documented under medwatch report # 2249723-2021-02145. Subsequently, the fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during the customer's weekly check out, the cs300 intra-aortic balloon pump (iabp) generated an error code #53. There was no patient involved and no adverse event was reported.

Manufacturer narrative:
Updated fields: b4, g3, g7, g7, h2, h4. H6, h10. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was unable to reproduce the reported issue. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
N/a.

Manufacturer narrative:
Device not accessible for testing: additional information is being requested in regards to whether or not the customer has requested for getinge to service the iabp unit involved. A supplemental report will be submitted when additional information is provided.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had an error 53. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.